Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown when device broke; it was discovered on (B)(4) 2016. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the graphic case for distractor has a broken insert for schanz pins. This was discovered in sterile processing. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Product investigation summary: one (1) large distractor set graphic case was received with the complaint category of ¿broken: procedural step unknown.¿ the complaint condition is confirmed as the insert tray component was received with a broken portion missing and a crack in one of the bracket slots. A visual inspection, functional test, and drawing review were performed as part of this investigation. The broken and cracked insert tray component is the result of force beyond the yield strength of the material, which would not be expected during recommended use. Since the specific circumstances at the time of the damage are unknown, the root cause cannot be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The investigation shows that this graphic case is intended for holding the large distractor set. Information concerning recommended use of the system is provided per the large distractor- femur technique guide, the large distractor- tibia technique guide, and information on care and maintenance, which is provided per the processing synthes reusable medical devices. The graphic case was received with significant surface wear. One of the lid latches is bent slightly, but will still latch completely. The insert tray component is broken at the left most bracket slot. The missing portion was not received. A crack was also noted on the second bracket slot from the right on the insert tray component. The balance of the device is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing/manufacturing revision was performed. Based on the manufacturing revision, it can be determined that the device was manufactured after march 29, 2000 and prior to may 29, 2008. The insert tray component was also reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The broken and cracked insert tray component is the result of force beyond the yield strength of the material, which would not be expected during recommended use. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.